Event description:
During a laparoscopic cholecystectomy procedure, arching occurred dur to a damaged ceramic tip on the monopolar handle, which exposed the inner metal shaft. The pt received a burn to the liver. Several attempts were made to obtain further information. Reference: 2916714-2006-00032 device 1.